Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) caused back discomfort and made patients pain worse. It was also noted that the ipg was difficult to keep charged and was not providing adequate pain relief well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.